Manufacturer narrative:
There were no reports of a device deficiency. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
Additional information provided by the reporter: a (B)(6) patient weighing (B)(6) was admitted to the hospital at 11:45 on (B)(6) 2014 and enrolled into the (B)(6) trial. Patient had a history of diabetes and hypertension. Patient was taking the following medications: fentanyl 100 mcg IV given once, keppra 1000 mg IV given once, isolyte s 1000 ml IV, propofol 10 mcg/kg/min, toradol 30 mg IV given once, mannitol 50 g IV given once, cefazolin 2 g IV given once. The following procedures were performed to address the cause of hospitalization and related health issues: CT scan, x-ray of the chest and pelvis, airway intubation and abdominal ultrasound. Blood coagulopathy results prior to initiation of therapy were as follows: prothrombin time 10.7, inr 0.94, aptt 27.8. A separate 5 french, double lumen, 37 cm catheter (lot re ye 0915) was used for the central line. The reason for therapeutic ivtm was due to patient's subdural hemorrhage. The zoll catheter was placed in the right femoral vein. Adjunct to ivtm therapy, patient's temperature was also managed by acetaminophen which was ordered for hyperthermia and pain events. Patient also suffered from shivering on several occasions. Low grade fever was suspected due to the water temperature of the thermogard console. Therefore, an ultrasound was performed per standard hospital protocol. Patient was in a high risk category for dvt due to being in a comatose state and being bedridden. Patient was systematically anti-coagulated with 5000 units of heparin given sq at 2047 on (B)(6) 2014. There were no vessel injuries caused by the zoll catheter. The reported thrombus was non-occlusive. Given the patient's head injury, the thrombus was treated with observation (no propagation on repeat ultrasound) and continuation of dvt prophylaxis. The patient subsequently died (exact date was not provided). The neurologist stated that it "would seem" that the reported thrombus was related to the zoll device. However, the reported patient death was not related to the zoll device.

Event description:
A male patient was hospitalized for a head injury. A zoll quattro catheter was placed into the femoral vein by an experienced physician. Insertion was smooth and made in one attempt. A thrombus was found in the right femoral vein via ultrasound on day 2. No harm or adverse reaction to the patient was noted and no medication was given to treat the thrombus. The quattro catheter was removed when the thrombus was noted. No further information was provided. Manufacturer has requested additional information from the customer; however, no additional information has been obtained.